Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a deep brain stimulation procedure, a lead was found to be bent at the distal end when spinning the lead in the measuring tool from the fhc drive. The surgeon noticed this issue on the back table in the operating room and decided not to implant the bent lead. Instead, a second lead of the same model was opened and successfully implanted. The issue was resolved with the implantation of the second lead.